Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the marker band was not fixed in place and was moving. During the procedure while using this accustick ii device, it was noted that the marker band was not fixed in place and was moving. Therefore, another accustick device was used to complete the procedure. There were no patient complications as a result of this event.